Event description:
Pt's care partner attempted ot activate add-ease system. Unable to force fluid from pvc bag thru device into medication vial. Dose returned to facility pharmacy shaff (2 rpm, 1-cpt) attempted to activate system-without success. Separated components in laminar flow hood (class 100). Discovered that barrier plug was jammed into channel and could not be moved. Appears to be a manufacturing defect. Manipulated with needle-minimal fluid passed thru.